Event description:
It was reported that the patient presented remotely. Review of transmission revealed false pause episode due to under sensing on its insertable cardiac monitor (icm). No intervention was performed. The patient¿s condition was stable.